Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.